Event description:
It was reported double lumen 4f solo PICC secured with stat lock. Found on (B)(6) 2020 to not have blood return and would not flush. X-ray show kink in arm, pulled PICC out 2 cm and resolved issue.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter is confirmed but the exact cause remains unknown. One radiographic image was provided for evaluation. The image appears to depict a catheter in use within a patient. A sharp bend appears to be visible in the proximal section of the catheter shaft. Based on the location of the kink, possible contributing factors may include placement, securement, and manipulation of the device during use. Since a kink appears to be present based on the x-ray image provided, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of reeq2428 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reeq2428 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported double lumen 4f solo PICC secured with stat lock. Found on (B)(6) 2020 to not have blood return and would not flush. X-ray show kink in arm, pulled PICC out 2 cm and resolved issue.